Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection.

Event description:
Related manufacturer reference number: 2938836-2019-06233 new information received notes prior to the system explant, a transesophageal echocardiography (tee) test was performed. Results indicated vegetation on the right ventricular lead. Positive blood cultures. The patient was fine after the system was explanted. A new competitor system was implanted on (B)(6) 2017. The patient was fine post-procedure.